Manufacturer narrative:
This is one of two device reports related to the same event. A f/u report will be submitted upon receipt of add'l info.

Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac arrest and subsequently expired, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.